Event description:
It was reported that revision surgery was performed due to the breakage of an intramedullary nail. The intramedullary nail was being utiized for repair of a comminuted supracondylar fracture of the right distal femur.